Manufacturer narrative:
Concomitant medical products: logic tibia ps mod insrt sz 3 13mm (cat# 02-012-35-3013). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, the (B)(6), female patient complained of having pain and femur was loose. There was no breakage of device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device will be return.

Manufacturer narrative:
(H3) the revision reported was likely the result of a degradation of the bond between the femoral component and the bone, patient¿s underlying conditions, and longevity of the implanted device, which led to aseptic (non-infected) femoral loosening. The loosening may have led to instability and an increase in cement and bone particles in the joint space and resulted in prosthesis wear. The most probable root cause associated with the reported event of "loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.